Manufacturer narrative:
Concomitant devices: prowler select plus 0.021, trensend gw 0.014 ing, syringe aspiration with merci balloon. (B)(4). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device.¿ the IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. Revive se is not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s.

Event description:
As reported by the (B)(6) study (patient (B)(6)), a revive se (B)(4) failed to recanalize the artery, and approximately 1-2 days after the procedure, the patient experienced hemorrhagic transformation at the left middle cerebral artery (mca). The patient had presented with clinical signs consistent with acute ischemic stroke with nihss of 20. Imaging revealed left mdc (m2) thrombus. The proximal artery diameter was 2mm and distal artery was 1.5mm. The patient was treated with thrombectomy, syringe aspiration and administration of tpa (0.9mg/kg). There were two pass with the revive se with pre-procedure tici of 0 and post-procedure tici of 0. It was reported that there were no technical complications or adverse events during the procedure. Anatomic reasons were cited as the cause of the failure to recannulate the legions. The device was prepped and used as per the IFU. At the time of the 24 hour follow-up, nihss was 16, and the patient was diagnosed with non-symptomatic hemorrhagic transformation at the left mca with low abundance. According to the investigator, the hemorrhagic transformation was unrelated to the device or procedure, and was moderately severe and not serious. The event resolved without sequelae approximately 3 days after onset. The patient was discharged to home with home support approximately 25 days after the procedure.